Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: oct 13, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the suspect product was performed under magnification. The lens was found cut in half and coated in viscoelastic residue. The lens was cleaned and inspected, and no further issues were identified. The lens was confirmed to have been manufactured within the optical power range. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that a preloaded lens with model diboo was explanted due to a refractive surprise. The lens was subsequently removed during a secondary surgery and replaced with a different model, a lower diopter j&j monofocal iol (model ar40e +19.5). There was no unplanned incision enlargement, sutures, or vitrectomy. The patient¿s current status is unknown. No further information is available.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.